Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue, the attention, charge-pak and service wrench were present. Physio observed that the device does power on when prompted and is able to charge and deliver defibrillation therapy. Physio determined that the cause of the reported issue was due to the charge-pak's software becoming corrupt. The upper enclosure of the device is warped by the charge-pak opening, which allows the charge-pak to come free out of the device repeatedly, which caused the excessive life time on hours of the device. In turn, this caused the software of the charge-pak to become corrupt which then caused the readiness indicator to have the charge-pak icon present. The charge-pak does not register any indication when installed. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56

Event description:
A customer contacted physio-control to report that their device was displaying all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it were needed. There was no report of patient use associated with the reported event.